Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 220 mg/dl (advantage) and 117 mg/dl (active) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the active system. (B)(6).

Event description:
Customer alleged 2 sets of discrepant blood glucose values: 218 mg/dl, 112 mg/dl and 121 mg/dl within 3 minutes; and 324 mg/dl and 97 mg/dl within 10 minutes on the aviva system. The customer reported no symptoms with the results. Customer reported taking insulin based on the 112 mg/dl and 97 mg/dl results. No adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the active system. (B)(4). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.